Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a lead revision on (B)(6)-2013. It was stated the lead was replaced and the stated the system was working. It was later reported the extensions were good, and the patient received effective therapy following the lead replacement.

Manufacturer narrative:
Product ID 3888-28, lot# j0225319v, implanted: 2003-(B)(6), product type lead product ID 7495lz51, serial# (B)(4), implanted: 2003-(B)(6), product type extension product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).